Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) diagnosed and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed to unlock. The customer stated that the malfunction occurred when a user attempted to issue medication to a patient, which resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.